Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and noise. It was further alleged the lead was fractured. No further information was received.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119646. UDI not available as product was manufactured on or before 9/23/2014.